Event description:
It was reported that the pressure setting of the valve was too high and would not adjust.

Manufacturer narrative:
The valve was patent and passed siphon and leak testing. The valve did not pass reflux testing. The valve was within specifications for pressure-flow testing at pressure level 0.5 at rates of 46.8ml/hr @ 0 cm hp and at 20.4 ml/hr @ -50cm hp and pressure levels 1.0 and 1.5 at a rate of 46.8 ml/hr @ 0 cm hp. The valve did not pass any other pressure-flow and preimplantation testing. Debris within the value may interfere with the mechanism resulting in low pressure-flow results and reflux. There was a large tear in the base near the inlet connector. There was also stress marks and cuts on the inlet connector. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.